Event description:
It was reported that the bladder of a small volume intermate had ruptured during filling. The user was using a repeater pump to fill the device, with normal saline. The bladder ruptured in the footed position. There was no patient involvement; therefore there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. The reported condition was confirmed during a visual inspection. The sample was microscopically examined, however the cause could not be determined. A follow up medwatch will be submitted if additional relevant information becomes available. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.